Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is deemed necessary. Based on the age of sys01500 and the product evaluation, the most probable root cause was lack of service/maintenance. The investigation is closed.

Manufacturer narrative:
The stellaris was evaluated on site by a field service engineer who found the power cable retainer was no longer adequately retaining the power cable due to a loose screw. The retainer was reinforced. Full functional testing per sp-st-0002 was then performed. The power cable held firm with no outages, and the unit is operating well within factory specifications. The DHR has been reviewed and there are no anomalies. Additional investigation results are pending.

Event description:
A user facility reports a stellaris system shutting down during a procedure. The system was rebooted and "everything was fine". No patient injury was reported.